Event description:
Customer reported an issue with the panorama central station's ambulatory telepacks, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system and duplicated the problem. Corrections included replacement of the system's server and wireless transceiver.